Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of very dark display was confirmed. The unit boots to a dark ultrasound image. The root cause is due to the beamformer cpu pcb separating from the pulser pcb. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
The unit no output from the probe. The screen is blank other than the electronic overlays. On 11/22/2022 found during evaluation: the unit boots to a dark ultrasound image.